Event description:
All four legs of the device are perforated. One leg remains in the vertebral body. One leg is in the aorta. The remaining two legs adjacent structures. It was noted the pt has an extremely active lifestyle. The physician is planning to remove the device, but requested input from the manufacturer, district manager and product manager. This was discovered as the pt was having some abdominal discomfort. (B)(4) 2012, additional information: an interventional procedure is scheduled for (B)(6). (B)(6) 2012 - notified that the pt does not want the intervention procedure at this point, so it is being cancelled. Current status of the pt is stable with some pain; however, it is not confirmed the pain is related to the device.

Manufacturer narrative:
The investigation is in progress.